Event description:
A malfunction was reported on a pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. After resetting, the malfunction code did not recur. Reportedly, the customer continued to use pump for insulin therapy.